Event description:
Customer called to report that the aspiration probe was spraying blood in between samples on the backwash of the unicel dxh 800 coulter cellular analysis system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. On the following day, (B)(4) 2012, the field service engineer (fse) inspected the instrument and confirmed that the probe was spraying blood. Upon further investigation, the fse discovered that the tubing had come loose as a result of being caught on the probe wash collar during sample aspiration. The fse returned the next day, (B)(4) 2012, and correctly routed the tubing, which resolved the leak issue. The fse returned on (B)(4) 2012 to perform maintenance on the probe wash collar. The repairs were verified per established procedures, and the results met published performance specifications. Customer has not called back to report any further issues relating to this event. The root cause of the leak is attributed to the stretched tubing on the probe wash collar.

Manufacturer narrative:
(B)(4).